Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by instructing them to inspect the cartridge and pneumatic tap area, clean it, and attempt to load a new cartridge. However, the issue persisted, and the caller was referred for further troubleshooting. During follow-up, the customer was escalated to an advanced support team, where they discovered and removed an o-ring around the push rod, temporarily resolving the issue. The customer was able to resume insulin but then chose to replace the ring as advised. The resolution was achieved, but if the issue reoccurs, a pump replacement was recommended.